Event description:
The customer reported to olympus that during a gastric bypass procedure, the jaw of this ultrasonic surgical device broke off and fell into the patient. The broken off device was retrieved from the patient, as reported. Attempts to obtain additional information were made, however, unsuccessful. There were no reports of patient or user harm associated with this event.